Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Per user facility report received on (B)(4) 2014 from the (B)(6) registry: date of event: (B)(6) 2014; patient developed vad chest wall and driveline infection and underwent I&d on (B)(6) 2014 with evacuation of pus. According to information received from the user facility on 07/30/2014, the patient expired (B)(6) 2014. Cause of death was related to severe right ventricular failure and driveline/vad infection. The vad was functioning as intended for the patients condition.